Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that footprint ultra pk suture anchor 5.5 broke during implantation. There is no information available as to procedure outcome, device removal or associated delay. No patient injury is reported.

Manufacturer narrative:
Device investigation narrative - one 5.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination; as a result reported complaint of anchor breakage cannot be confirmed. Visual assessment of the inserter showed the torque limiter has broken free from the handle. There is extensive damage to the outer ring of the torque limiter consistent with excessive force being applied. Per the device IFU under precautions¿ excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).